Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:39 pm CT. The report number is being corrected from: 2124215-2018-62321 to: 2124215-2018-61758.

Event description:
Additional information was received that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this pacemaker displayed premature battery depletion (pbd). The battery longevity decreased by two years between the previous check-up and the current check-up (about six months). Engineering analysis was performed, and it was determined the power consumption of this device has been increasing over the past year, and the power consumption is expected to continue to increase. Device replacement has been scheduled. At this time, this pacemaker remains in service and there were no adverse patient effects reported.